Event description:
The patient was in the hospital for a spine problem, and they had been in for a week. They were trying to use the pump to treat it, but they could not because they did not have their personal therapy manager (ptm). There was no allegation made again the pump or its function. The medication infused was not specified. The patient later reported that they still had they were still having concerns with their device or therapy, but they were working with their doctor or representative. They had an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).